Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/22/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the data in the black box for the date of the complaint has bin over written due to continued use. No loss of prime during investigation. Force sensor calibration reading was low. The pump was opened and removed from case. The force sensor shim plate was displaced. Force sensor resistance reading was 9.4k ohms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 reporting a loss of prime. There is no reported adverse event with this complaint. This report is made based on the allegation of the loss of prime issue.